Manufacturer narrative:
Date sent: 07/25/2007. Instrument a: damaged cartridge cover. Instrument b-g. Instrument g: batch # y94a6c; expiration date: 05/17/2010; 06/17/2005. Evaluation summary: the analysis results for the mcm30 instrument (a) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. The analysis results for the mcm30 instrument (b) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. The analysis results for the mcm30 instrument (c) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. The analysis results for the mcm30 instrument (d) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. We have documented the circumstances as they were reported to us. The analysis results for the mcm30 instrument (e) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. The analysis results for the mcm30 instrument (f) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. The analysis results for the mcm30 instrument (g) found that it was returned out of its sterile package and with residues of dried body fluids. No conclusion could be reached as to what may have caused the reported incident as the instrument was returned out of its sterile package and with evidence of use. No functional test was performed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported less no of staples instead of 20. Had to take new one. There was no patient consequence.